Event description:
Reportedly, the patient death is not device related. The patient was involved in a clinical study. The device was explanted and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient death is not device related. The patient was involved in a clinical study. The device was explanted and will be returned for analysis.